Event description:
It was reported that while in cath lab md inserted sheath via left femoral artery. Clinician pulled iab out of tray & balloon, appeared to be loose. Md tried to insert intra-aortic balloon (iab) through sheath when it became stuck in sheath. Md removed iab from sheath and inserted another brand iab through the arrow sheath. There were no reported patient complications. On 8/1/2007 received updated information stating user inserted iab into sheath one or two minutes after iab was prepped per instruction. Refer to medwatch 1219856-2007-00273 for second event involving same patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.